Event description:
A vapr coolpulse electrode broke apart (the face fell off) during use. The broken part was retrieved. The case proceeded with no adverse event, a short delay of less than 5 minutes was incurred.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
A vapr coolpulse electrode broke apart (the face fell off) during use. The broken part was retrieved. The case proceeded with no adverse event, a short delay of less than 5 minutes was incurred.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under supplier a CAPA. The reason for this occurring is unknown from the evidence presented. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically and this event is being investigated under the CAPA system. A batch review was not conducted as the batch number is unknown. (B)(4). However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A vapr coolpulse electrode broke apart (the face fell off) during use. The broken part was retrieved. The case proceeded with no adverse event, a short delay of less than 5 minutes was incurred.